Event description:
Boston scientific crm received info that this lead reportedly fell out of place at one time. The pt noted that he is still in atrial fibrillation and is concerned that the lead may not stay in place. Additionally, the pt noted experiencing angina. At this time no additional info is available and records indicate that this lead remains in service. If additional info becomes available, this event will be updated. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.